Manufacturer narrative:
Additional information received that the revision was due to fluid loss. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected. The krt was worn to filament; leak was found in the pump strain relief krt cylinder junction. The krt with leak was removed and the pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the allegation of fluid loss; however, product analysis also identified pump malfunction. The product record review indicated that the reported events do not represent an unanticipated event. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was result of sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis could not identify a product malfunction with the reservoir. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis(ipp) device. At the time, the customer did not get the replacement covered by warranty. The facility is now processing this pending order and investigating our claim and are looking for the warranty for this device since the revision was due to the product problems. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a revision of an inflatable penile prosthesis (ipp) device. At the time, the customer did not get the replacement covered by warranty. The facility is now processing this pending order and investigating our claim and are looking for the warranty for this device since the revision was due to the product problems. A patient outcome was not reported.